Manufacturer narrative:
Further information was requested, but not received.

Event description:
Related manufacturer reference number: (B)(4). It was reported that a patient presented in-clinic for an implant procedure. Following the completion of the procedure, the patient's right atrial (ra) and right ventricular (rv) lead was found to have dislodged. Both leads were determined to have wrapped around one another, and both leads were damaged. No intervention was reported. The patient was stable throughout.

Event description:
New information received notes that the leads were both surgically addressed on (B)(6)2022. Additional malfunctions of loss of capture, high pacing impedance and high capture thresholds were noted. The event date was (B)(6) 2022. The leads were discarded.

Event description:
New information received notes that the physician alleged that the leads were fractured, causing the reported malfunctions.